Event description:
The account stated the brakes are not holding and they believed the brake detent is the problem. The brake detent is cracked.

Manufacturer narrative:
The account replaced the brake detent to repair the bed.